Manufacturer narrative:
Alarm lamp does not work due to defective alarm lamp board. Alarm lamp board has been replaced.

Event description:
Hamilton medical ag received the following event description: during preventive maintenance, it was found that the yellow led was not working.